Manufacturer narrative:
The technician found the head end casters were worn. He replaced the two casters to repair the stretcher.

Event description:
Information received indicates the two head end casters are not locking in brake.